Event description:
Technician alleges brakes not holding.

Manufacturer narrative:
Technician alleged brake caster worn. Brake pedal was in brake position and caster was still turning. Tech replaced brake caster unit working to resolve.